Manufacturer narrative:
This report is for unknown short proximal femoral nail antirotation (pfna), unknown quantity / unknown lot. UDI # unknown part number, UDI is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: liu, x., et al. (2015). Does integrity of the lesser trochanter influence the surgical outcome of intertrochanteric fracture in elderly patients. Bmc musculoskeletal disorders (2015) 16:47 (2015). China. The study objective was to evaluate the impact of the integrity of the lesser trochanter on the surgical outcome of intertrochanteric fractures. The study included a retrospective review of 85 patients aged more than 60 years with femoral intertrochanteric fractures from january 2010 to july 2012. They had undergone closed reduction and internal fixation with a synthes short proximal femoral nail antirotation (pfna). The patients were allocated to two groups: those with (n = 37) and without (n = 48) preoperative integrity of the lesser trochanter. Their average age was 77.63 years (range, 60¿92 years) and they comprised 43 men and 42 women. There were 39 right femoral intertrochanteric fractures and 46 left fractures. All fractures were caused by low-energy impacts. Medical comorbidities were evaluated and medical records were also reviewed for age, sex, time from injury to operation, intraoperative blood loss, volume of transfusion, operative time, length of stay, time to fracture union, harris hip score 1 year postoperatively, and incidence of postoperative complications. There were no statistically significant differences between patients with and without preoperative integrity of the lesser trochanter in time from injury to operation, volume of transfusion, length of stay, time to fracture union, hhs at 1 year postoperatively, and incidence of postoperative complication. The following complication was reported: eight (8) patients experienced the postoperative complication of deep infection (beneath the fascia lata). This is report 1 of 1 for (B)(4). This report is for unknown short proximal femoral nail antirotation (pfna), unknown part # / lot #.